Manufacturer narrative:
The reported backup vvi was confirmed in the laboratory and was due to a power on reset from low battery voltage. Review of the electrograms indicated that the low battery voltage was due to appropriate high voltage charges.

Event description:
It was reported that the patient expired due to cardiac arrest. The patient received multiple external shocks unsuccessfully. The device could not be interrogated and a message revealed that no hv therapies were available. Review of the egms found that the device was in back-up vvi mode without defibrillation support. It was suspected that the reset could be due to low battery or external defibrillation. The autopsy confirmed that the patient died from a cardiac arrhythmia.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.